Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center a ventilator inoperative code was found related to a motor failure. The manufacturer's service technician observed the error code in the device's event log. The technician recommended replacing the device's system and central processing unit (cpu) board assembly to address the error code. Additionally, the dc cable needs to be replaced. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.